Manufacturer narrative:
Zimvie complaint number (B)(4). The unknown biomet screw was not returned. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Measurements match drawing. Debris and foreign matter inside implant. No screw identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii), bruxism. The reported implant was located on tooth 12 (fdi) and was used for approximately 10 years, 11 days. The length of the screw usage is unknown. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: warnings & precautions document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Per the applicable IFU, it is stated that improper technique and overloading can lead to device failure. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown biomet screw) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product . No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, screw malfunction and the reported event (screw fracture) could not be verified with the information provide.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that implant was removed due to peri-implantitis. Inflammation was reported as a result of the event. Screw fracture was also reported due to possible occlusal overloading and or peri-implantitis. Patient will return for bone augmentation.

Manufacturer narrative:
Zimvie complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. UDI not available. PMA/510(k) number not available.